Event description:
It was reported that there is a crack in the case and the drive support cap was sticking out, but the customer did not know how it happened. No further information was provided.

Manufacturer narrative:
The insulin pump was received with scratched screen, cracked battery tube threads, cracked reservoir tube lip, broken off end cap. Unable to verify loose drive support cap due to broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.